Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred while in patient use. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed in the alarm log. The event log at the occurrence time of the ventilator inoperative was analyzed and it was confirmed that the writing of the event log had not been processed properly. Since the operational stop was not duplicated and the writing of the event log was not processed properly, it is presumed that a failure occurred in the data processing at the inside of the unit at the time of occurrence of the event. In order to improve reliability of the internal data processing, the software version was upgraded to the latest 3.6.1.